Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) lead were exhibiting noise on the rv channel. The noise was oversensed which resulted in pacing inhibition and the delivery of five inappropriate shocks. The patient was pacemaker dependent and reported multiple syncopal episodes. A revision procedure took place and the rv lead was surgically abandoned. The pace/sense portion of the chronic rv defibrillation lead was put into service. The device was also explanted and replaced.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.